Manufacturer narrative:
The customer reported that the bsm (bedside monitor) screen will go blank white and then start blinking white to black. Device was still being monitored at the cns (central monitoring station), and no patient harm was reported. The device also will not give an spo2 reading. The bsm was evaluated and monitored for extended period of time (4 days). Could not duplicate customer complaint in regards to the blank white or blinking white screen. However, nihon kohden's repair center was able to confirm the "spo2 unable to read" error message. It was noted when the bsm was received that there was also a long scratch in the middle of the touchscreen. Touchscreen was still functional and passed calibration. In addition to that, minor damage was observed in the top corner of the rear enclosure. Notified customer of parts which needed repair (both required and optional) and confirmed with the customer that we can go ahead with the full repair. The bsm is in the process of being repaired. Once the repairs are complete the bsm will be returned to the customer. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that the bsm (bedside monitor) screen will go blank white and then start blinking white to black. Device was still being monitored at the cns (central monitoring station), and no patient harm was reported. The device also will not give an spo2 reading.